Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies were observed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriately administered shocks due to oversensing of noise. It was noted that the patient had gained a considerable amount of weight since initial implant and had a history of a fall. An x-ray was taken which confirmed the suture had come loose on the electrode, causing the electrode to dislodged. A revision procedure was performed where the lead was successfully repositioned. During the procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited proper sensing and converted the induced arrhythmia. However, since the revision the patient received additional inappropriate therapy from the s-ICD. Subsequently therapy was programmed off and another revision procedure was scheduled. During the second procedure, the physician noticed that the suture holding the s-ICD in place was broken. The suture was attached to the muscle but not the device. Ultimately the s-ICD and electrode were explanted and replaced with another s-ICD system. No additional adverse patient effects were reported.